Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm during bolus and high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer advised the cannula was bent when they removed the set. Customer advised the case on the insulin pump was damaged and a part of the reservoir compartment was missing.